Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the right atrial (ra) lead had dislodged. It was noted the patient moved house three weeks post implant. It was also reported that the right ventricular (rv) lead exhibited high thresholds due to lack of slack. The pocket was opened and slack was advanced to improve thresholds. The ra lead was revised and both leads remain in use. No patient complications have been reported as a result of this event.